Manufacturer narrative:
Concomitant medical products: etlw1616c124e stent graft implanted: (B)(6) 2016; etbf2816c145e stent graft implanted: (B)(6) 2016; etlw1613c156e stent graft implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, rising impedance, and high thresholds. The decision was made to monitor the lead since the patient is 0% ventricular paced. The lead remains in use. No patient complications have been reported as a result of this event.